Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a carbomedics standard aortic heart valve a5-025 was implanted on (B)(6) 2020. It was explanted on (B)(6) 2021 and replaced with carbomedics reduced aortic heart valve r5-023. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.